Manufacturer narrative:
Dates estimated. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause could not be determined. A conclusive cause for the reported patient effects of hematoma, hemorrhage, occlusion, thrombosis and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/non-surgical treatment and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying prostar devices that may be related to: hemorrhage, arterial occlusion, groin hematoma, blood loss, thrombosis, blood transfusion, surgical intervention. Details are listed in the attached article, titled "percutaneous repair of abdominal aortic aneurysm".